Event description:
Per the clinic, the patient experienced facial nerve paresis subsequent to cochlear implant surgery, and the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
Per the patients clinic, the patient underwent surgery to have a gold weight placed in the eyelid due to unresolved facial nerve paresis subsequent to cochlear implant surgery. Implanted device remains. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.